Manufacturer narrative:
A full functional test of the returned device was carried out. A leak test, gauge accuracy test and pressure damping test were all run and the unit passed them all. No leakage was noted, the unit was able to maintain a vacuum and the gauge needle was reading correctly. No functional or visual defects were noted, therefore product analysis could not confirm the event description. The most probably root cause of operational context has been selected for this complaint as the complaint was associated with a product that meets the bsc design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an encore inflation device was used in an egd procedure on (B)(6), 2010 involving a (B)(6) female (patient ID and weight are unknown.) According to the complaint, during the procedure the gauge never moved as fluid was put in and out. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an encore inflation device was used in an egd procedure on (B)(6), 2010 involving a (B)(6) female (patient ID and weight are unknown.) According to the complaint, during the procedure the gauge never moved as fluid was put in and out. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.